Event description:
Reporter indicated a vns therapy patient began having an increase in seizures 7 months post lead revision surgery. The increase in seizures was above the patient's pre-vns baseline. The child has tubular sclerosis and they are not sure if the events are related to disease progression or because of the vns settings. Diagnostic testing is within normal limits. The physician increased the patient's device settings, and also changed the patient's medications. Since the changes the patient has done "miraculously better" with seizure control.